Manufacturer narrative:
No pt info provided as no pt was involved in this concern. As of the date of this report, the device had not been returned for eval.

Event description:
A medtronic rep reported the site had a broken vertek arm; the bulb of the vertek arm was broken off. The site did not report negligence. No pt present.